Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, there was incomplete clip formation. A like device was used to complete the case. No pt consequence.